Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an interrogation of the pulse generator, the technician noted that the device communication was very slow and would not connect to radio frequency. A different programmer was used with the same results.